Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient concern raised of inaccuracy of the continuous glucose monitoring (cgm) system. The patient's dexcom device had failed. The patient was unable to provide detailed information regarding the events leading up to the hospitalization. She could not recall the specific symptoms experienced prior to admission, nor could she identify any oral, topical, or injectable medications taken before or during her hospital stay. Additionally, the patient was unable to remember any glucose readings recorded during the hospitalization period. On (B)(6) 2026 a follow up was performed to confirm or gather additional information, however, the patient stated that she was feeling fine, however still declined to disclose any information regarding her visit to the hospital, and does not remember specifics of her readings prior to the hospitalization and while she was at the hospitalization. She however did confirm and reiterate that her primary visitation during that day was due to her dexcom inaccuracy which eventually failed on her as well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.